Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed down at all. 15 minutes of manual compression was used instead to achieve closure. There were no reported injuries or signs of infectious disease. This was after completion of a cerebral angiography in which a retrograde approach was used via a 5f non-cordis sheath. The operator was trained to the exoseal. One exoseal vascular closure device (vcd) was used. The common femoral artery (cfa) was deemed suitable via angiography, with an insertion angle of 30¿45 degrees, a vessel diameter of =5mm, no visible calcification, plaque, or stents, and no stenosis >50%. The cfa site had not been previously closed with a vcd or manual compression within 30 days, and there was no evidence of hematoma, av fistula, or pseudoaneurysm. The exoseal vcd was withdrawn with the sheath until the indicator window turned black and pulsatile flow slowed or ceased. The button could not be pressed, and the indicator window remained black throughout; it never showed red. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button on a 5f exoseal vascular closure device (vcd) could not be pressed down at all. 15 minutes of manual compression was used instead to achieve closure. There were no reported injuries or signs of infectious disease. This was after completion of a cerebral angiography in which a retrograde approach was used via a 5f non-cordis sheath. The operator was trained to the exoseal. One exoseal vascular closure device (vcd) was used. The common femoral artery (cfa) was deemed suitable via angiography, with an insertion angle of 30¿45 degrees, a vessel diameter of =5mm, no visible calcification, plaque, or stents, and no stenosis >50%. The cfa site had not been previously closed with a vcd or manual compression within 30 days, and there was no evidence of hematoma, av fistula, or pseudoaneurysm. The exoseal vcd was withdrawn with the sheath until the indicator window turned black and pulsatile flow slowed or ceased. The button could not be pressed, and the indicator window remained black throughout; it never showed red. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/ black position in the indicator window. It was then proceeded with full depression of the deployment lever, achieving indicator wire retraction and expected plug deployment. The indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.